Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(4) and the reported events could not be conclusively established. It was reported that the patient experienced hypertension, cardiogenic shock, and pneumothorax post-op. Treatment included adjustments to medication as well as CT suction and pulmonary toilet. The patient remains ongoing on vad support and no further issues have been reported at this time. The hm3 lvas IFU lists respiratory failure and hypertension as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 0 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. The patient also had mixed shock which was anticipated cardio and vasogenic. On (B)(6) 2017, the patient was post-op to ICU on milrinone 0.25 mcg/kg/min, epinephrine 0.1 mcg/kg/min, norepinephrine 0.14 mcg/kg/min and vasopressin 0.1unit/min. The pressors were weaned as tolerated and the vad speed was increased per post-op. The patient remained hemodynamically stable during weaning. Vasopressin was stopped on (B)(6) 2017, norepinephrine was stopped on (B)(6) 2017, epinephrine was stopped on (B)(6) 2017 and milrinone was stopped (B)(6) 2017. No additional information was provided.